Event description:
Reportedly, ventricular burst episodes were recorded in device memory; an explanation was requested in order to clarify the way to calculate the pacing intervals with hysteresis and rate smoothing setting these recorded ventricular events.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.